Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis manifested by diarrhea and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient was treated with vancomycin (orally, dosage and frequency not reported) and penicillin g (intravenously, dosage and frequency not reported). The cause of the peritonitis was unknown. The patient¿s catheter was removed and pd therapy was temporarily discontinued. The patient was put on hemodialysis for the meantime. The patient was discharged from the hospital after eight days but was hospitalized again for an unrelated issue. No additional information is available.